Manufacturer narrative:
Product is not available for return.

Event description:
Brush head not staying on; brush heads coming off [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b power rechargeable toothbrush handle triumph (B)(4), the oral-b floss action brush head was not staying on the toothbrush, and the heads that were coming off were the heads that came with the unit. The consumer also reported having difficulty keeping the toothbrush charged for more than 3 days, and it had been purchased right before thanksgiving. No symptoms developed.